Manufacturer narrative:
Company rep evaluated the unit and repaired the unit's cold solder at all connectors on the front panel board. Unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the dpm 6 monitor's mpm module, which may have affected spo2 monitoring. No pt injury was reported.